Event description:
Account reported incidents in which tubing separated from luer lock component during pt use. Device connected to peripheral ivs. Per account, "they bled but not consequential...had to re-start ivs."